Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred. Two (2) months post procedure, the patient was noted to have a device related thrombus. The physician changed the patient's medication regiment from dual antiplatelet therapy to eliquis in response to this event.